Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 1.5, lab: 11.9. Patient was hospitalized for chf. Pt is not on heparin or lovenox. Does not have cancer or anemia. Pt is not receiving dialysis and does not have kidney/liver disease. Pt is on IV antibiotics and has been hospitalized since (B)(6)2009.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio meter: 1.5 inr. Reference: 11.9 inr, mean: 6.70, confidence limits = unable to determined. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on lot 216973 from a previous complaint revealed no discrepant results on referenced and in-house meters. No further action is required. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 216973 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria; no further action is required. As of 12/17/2009, 18 discrepant results complaints were reported for lot # 216973 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as product deficiency was not established.